Event description:
It was reported a physician performed balloon kyphoplasty on a pt at a unk number of levels. The cement didn't harden as expected, though the stated hardening time was 25 minutes. The pt experienced a cement extravasation right, parvasal. Reportedly, the pt "was doing fine" after the procedure. The pt underwent a planned placement of a pedicle screw system. No additional info was reported.

Manufacturer narrative:
Method: devie not returned; follow up with company rep.